Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that when the extension was being connected on date notified, it was found that a "joint" was broken/curved which affected it's normal use. It was confirmed that the issue was found when the package was opened, with the device replaced as a result. The rep also listed product storage or the transportation process causing the product to be squeezed as a potential causal environmental issue. There were no further diagnostics performed, and the issue was resolved at the time of the report with the affected device never implanted. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.